Event description:
Around (B)(6) 2011, the pt underwent the surgery with the g3 long nail in other hospitals. On (B)(6) 2012, when the surgeon confirmed x-ray, the nail was broken. Therefore, the surgeon removed the g3 nail and the pt underwent the revision surgery by (B)(6) on (B)(6) 2012.

Manufacturer narrative:
Pt refuse to return devices for eval. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.